Manufacturer narrative:
The device was explanted but was not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had developed an epidural hematoma shortly after implant. The nevro system was promptly explanted. There have been no further reports of complications.